Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that this was due to foreign fibrous material left behind by a cleaning instrument causing the locking mechanism to malfunction. It was further observed that the bearings, spacers, and snap rings had a large amount of corrosion. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was observed that the buttons on the battery oscillator device were sticking and not holding the blade device. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.